Event description:
It was reported that this pacemaker exhibited farfield oversensing of ventricular signals on the atrial channel in the stored atrial tachy response (atr) episodes. Additionally, there was undersensing of the atrial signals on the presenting that resulted in functional loss of capture (loc) of an atrial pace. Technical services (ts) suggested reprogramming for optimization. The device remains in use. No adverse patient effects were reported.